Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support that their cycler was alarming with the m31 air detected in cassette warning during treatment last night. The patient cancelled the treatment and continued with capd. Now, the m31 air detected in cassette warning occurred fill 1 of treatment. The patient was connected during incident. Fluid was seen from an unknown location; the cart and floor were wet. Supply bags (sb) are hanging. All lines are securely connected; all cones broken. There were no alarms/warnings (prior/after) to leak. Ts advised the patient contact to call pdrn regarding the treatment. Ts advised to call back during setup for assistance in setup. Upon follow up, the patient contact stated that they could not determine the source of the fluid. Fluid had leaked onto the cart and floor during fill 1 of treatment. The patient was connected. Fluid had not leaked onto the cycler. There were no leaks found on any of the dialysate bags. All connections were secure. All unused lines were clamped. There was no solution bag leak. The m31 air detected in cassette warning message alarmed prior to or after the fluid leak (the patient could not be certain of when the alarm occurred in relation to the fluid leak). The cause of the leak is unknown. There was fluid inside the pump module area when they removed the cassette. The patient was able to complete treatment using manual supplies. There were no injuries, symptoms, adverse events, or medical intervention required as a result of the reported event. The sample cassette is not available for return for evaluation.